Manufacturer narrative:
The reported field event of displayed voltage, impedance values and communication error were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. The displayed value for battery voltage, and impedance of the pulse generator were abnormal. Also noted was oversensing. Upon interrogation of the device, the display was a white screen. It was suspected that a communication error had occurred. The device was explanted. No additional information was reported.